Event description:
On (B)(6) 2013 the patient reported that the okay button was intermittently responsive and requires multiple presses to achieve a response. It was said that the issue started several months ago and has gotten progressively worse. There was no reported adverse event associated with this complaint. The issue is being reported because it remained unresolved after trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.